Manufacturer narrative:
H.6. Investigation summary: without a sample or photo it is not possible to do an investigation of the cap that does not shut properly. However we have reviewed complaint with all personnel and reviewed DHR with no findings. H3 other text : see section h.10

Event description:
It was reported that a lid malfunction occurred with a sharps coll 3.3qt red. The following information was provided by the initial reporter, "the lid didn't shut properly."

Manufacturer narrative:
The manufacturing location for this product is premium plastic solutions. This site is an OEM manufacturing site. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8207002; device manufacture date: 2018-08-15. Medical device lot #: 8177001; device manufacture date: 2018-07-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a lid malfunction occurred with a sharps coll 3.3qt red. The following information was provided by the initial reporter, "the lid didn't shut properly."